Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 6.1 and 6.2 kept failing. A field service engineer (fse) found no hardware failures but performed preventative checks and disabled the firewall to prevent future issues; after resolving the issue, the engineer successfully tested the hardware testing application and had the customer verify functionality to their satisfaction. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary 6.1 and 6.2 were failing with read/write errors. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.